Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when grasping and grasping hard objects at the root with the opening fully open, the forceps unit comes off from the handle and cannot be gripped.the issue was found during a therapeutic gallbladder removal procedure that was completed with the same device. There were no reports of patient harm.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d10, e4, h4, h6, h11 device was not returned for evaluation and could not be evaluated. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the product was not returned and olympus personnel have not been able to confirm the malfunction at this time, the most probable cause of the complaint is cause not established. Olympus will continue to monitor field performance for this device.